Event description:
It was reported that the previously working remote monitor would not power up, even after the batteries were changed out. It was advised that the patient contact their clinic to have a new monitor ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.